Event description:
It was reported that a pump "does not sense a closed door". It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The device was received inoperable due to "door not fully latched" messages caused by a loose upper link screw. The "door not fully latched" messages correspond to reported symptom of "does not sense a closed door" and have the same cause. The condition was eliminated during evaluation by adjusting the screw with the door performing as expected. The link screws will be replaced.